Event description:
It was reported this right atrial pacing lead was explanted (discarded) when it exhibited no sensing and loss of capture. The lead was actively implanted for approximately 4 years, 5 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it was discarded. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Loss of sensing/capture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.